Event description:
It was reported that the atrial lead exhibited high threshold. The physician decided not the reposition the lead due to the patient's condition. The pulse generator was programmed to ddd mode at 40 beats per minute .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.